Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 596 mg/dl with nausea and vomiting. The customer was treated with fluids of insulin and saline and was released with no permanent damage and issue resolved on (B)(6) 2024.